Event description:
Customer reported receiving a reading of 117 mg/dl on their freestyle flash meter and shortly thereafter lost consciousness. Paramedics were called, and when they arrived they rec'd a reading of 35 mg/dl on an unknown brand of meter. Customer was administered an intravenous treatment to raise glucose levels. Customer had recently modified their insulin regimen to 20 units of insulin per dosage.